Event description:
It was reported the device fails the functional check with a dx failed message, there was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips bench service personnel and has been investigated by the philips complaint handling team. Based on the information available, after non-invasive blood pressure (nbp) calibration, device back to good working condition. Device is working fine as per manufacturer's specifications after nbp calibration. The investigation concludes that no further action is required at this time.